Event description:
It was reported that when the device was flushed, the medication did not flow as per the manufacturer¿s instructions through the administration set. During an attempt to use the product to prime the pump, flow was also not achieved. There was no reported patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.